Manufacturer narrative:
Device evaluated by manufacturer, additional information: analysis of the implanted device is not required for the reported event as it would not provide any additional relevant information.

Event description:
A report was received that a patient had an infection present at their generator site about a month after initial implant and their vns was removed due to the infection. A review of the device history record was performed for the implanted devices and verified that they were sterilized per specifications prior to release for distribution. No further relevant information has been received to date.